Manufacturer narrative:
(B)(4). Batch # 430a92. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the trt75 reload was received inside of its opened packaging with the right gripping surface damaged making the reload non functional, and with the proximal 34 drivers up without staples and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. No functional test was performed due to condition of the reload. The damage on the reload is consisted with an improper loading technique. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the trt75 misfired (didn¿t fire fully). Hcp has used another cartridge to complete the surgery. The surgery was delayed by 20-minutes and successfully completed with no patient consequences. Procedure: unknown.